Event description:
Defibrillator/monitor was taken to biomedical equipment repair shop because the recorder would not record lead I tracings. Bmet connected pt cable to an EKG simulator and could not get a tracing on monitor or a paper recording on lead I. Bmet then realized that the device uses a three lead pt cable, but this one had arrived with a five lead pt cable. The correct pt cable (part# 9-10418-02) was used on this device and again tested with the EKG simulator. Unit was fully functional and returned to service. It was observed that a five lead pt ca (co's part #9-10417-00) will plug into device the same as a three lead cable. It was also discovered that three lead pt cable (part# 09-10418-1) will also plug into the device, but will invert lead I display (this cable is for use on another model). Since other MFR's cables will also plug into the cable port, biomedical equipment maintenance will print and attach a label to each cable, as appropriate.